Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 65 mg/dl. Reportedly, customer initiated a correction bolus for an earlier bg level, the customer requested bolus was too large for customer¿s needs which lowered their bg to 65 mg/dl and caused the customer to ¿pass out¿, bump their head and bite their tongue. Paramedics were called and assisted customer by giving them juice to address bg level. Reportedly, customer went to the emergency room (ER) later that same day. ER visit was due to the earlier event of customer passing out and bumping their head. Doctors stated that customer may have had a possible seizure due to the earlier fall. Tandem technical support was unable to confirm as customer was unsure. Reportedly, customer was treated with carbohydrates and glucagon to address bg. Customer was released from the ER on (B)(6) 2022 with the issue resolved and no permanent damage.